Event description:
Paramedics were using the device in an attempt to cardiovert a pt diagnosed in ventricular tachycardia. Reportedly the defibrillator charged and synching properly on the pt r wave but would not discharge energy to the pt on several attempts when the shock button was held for several seconds. The operation exited synchronous mode of operation and successfully administered defibrillator therapy to the pt. Pt outcome was not reported.